Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely decreased tsh results on one patient sample. The results provided were: (B)(4) on (B)(4) 2014 = tsh 3.82 iu/l / repeated tsh=2.37 iu/l. The sample was sent to another hospital where results generated were: tsh 37.27iu/l. Customer retested the sample 1:4 dilution and the tsh = 34.79iu/l. On (B)(6) 2014 the patient was redrawn ((B)(6)) and the following results were generated: tsh =28.50miu/l. The tsh was repeated 1:4 dilution and recovered 30.0miu/l. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Customer support updated the lot number on 28nov2014. Section d. Suspect medical device 4. Lot# from unknown to 44904ui00. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, a review of labeling, and a review of manufacturing records. The customer complained of a falsely low tsh patient result while using architect tsh reagent lot 44904ui00. No return sample was needed for return testing. Analysis of the new sample by the customer had already generated the correct expected result, therefore, further analysis was not required. Accuracy testing was performed on a file sample of architect tsh reagent lot 44904ui00, and all control and panel results were within acceptable ranges. The certificate of analysis, generated at the time of manufacture, finds the reagent lot met all expected specifications including generating acceptable control results. A review of complaints found no other complaints have been received for lot 44904ui00. A review of labeling was performed and found there to be adequate information on detecting and resolving the customer's issue. Based on the information in this investigation, no deficiency of the tsh reagent lot 40904ui00 was demonstrated. There is insufficient evidence that a malfunction occurred, therefore, no further action is required.